Event description:
It was reported that the atrial lead exhibited intermittent capture and intermittent sensing in the bipolar configuration. A chest x-ray revealed that the lead was fractured, potentially due to clavicular crush. Programming was set to vvi and the patient would be monitored.